Manufacturer narrative:
Patient identifier: multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I hbsag qualitative ii results and false positive alinity I hbsag qualitative ii confirmatory results on two patients. The results provided were: case (B)(6): on (B)(6) 2020; initial result = 2.80 s/co (reactive), repeated on (B)(6) 2020 = 3,227.18 s/co (reactive), on (B)(6) 2020 confirmation test = 0.77 / 87% (neutralized, positive), repeated on (B)(6) 2020 = 0.33 s/co (nonreactive), anti-hbc = 0.07, anti-hbs = 6.35 miu/ml, repeated (B)(6) 2020 = 0.20 s/co (nonreactive), repeated (B)(6) 2020 = 0.34 s/co (nonreactive). Case (B)(6); sid: (B)(6); on (B)(6) 2020; initial result = 1.06 s/co (reactive), repeated on (B)(6) 2020; = 1.02 s/co (reactive), 0.95 s/co (nonreactive), confirmation test = 0.78, 100% (neutralized, positive), repeated = 0.93 s/co (nonreactive), repeated on (B)(6) 2020 = 1.12 s/co (reactive), confirmation test = 0.85, 95% (neutralized, positive), other results provided: anti-hbc = 0.14, anti-hbs = 4.60 miu/ml. No impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. In house testing was completed for lot 13153fn00. Review of tracking and trending reports did not identify any related trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the lot and the complaint issue. Labelling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using a retained sample of lot 13153fn00. All specifications were met indicating the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii confirmatory lot number 13153fn00 was identified.